Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 59mm abdominal aortic aneurysm. The main body was implanted etbf3216c166ej followed by etlw1613c124ej and on the left and etlw1620c124ej on the right limb. It was reported that the patient presented emergently with pain in the right leg 6 days after the index procedure. Occlusion of the right limb stent graft (etlw1620c124ej) was identified from the flow divider to the distal segment of the device. No thrombus was observed in the main segment of the bifurcate or the left limb. A thrombectomy and bare metal stent (bms) placement were performed as intervention. The original plan proposed the following stents to be implanted on the left side: 32-16-166 + 16-13-82 or 93 (eia), with a shorter 16-13-82 or 93 limb as limb extension to avoid creating a double layer at the level of the narrow distal aorta (da) due to device overlaps. However, a 16-13-124 was implanted instead. It was stated that this stent was not oversized. The three most distal stent rings of the left limb of the bifurcate landed in the left common iliac artery. By implanting the 16-13-124, a longer overlapping area was created between the bifurcate and the limb, resulting in the double layer extending into the distal aorta. This led to a configuration with a double layer on the left limb and a single layer on the right limb at the level of the distal aorta. The physician believes this configuration, due to inappropriate device selection, resulted in the occlusion due to compression of the right limb. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis: the reported events could not be confirmed on the single video provided; therefore, a cause of these events could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Full procedural angiograms were not provided and a lack of full post implant CT's showing the reported occlusion and stent graft in vivo configuration were not received for a thorough analysis of the event. It is likely the reported device selection which created a double layer of stent graft on the right-side may have increased the pressure on the single layered stent graft on the left side in the reported narrow aorta. This in turn may have led to the stent graft compression and subsequent occlusion, but this could not confirmed. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.